Event description:
Taxus express2 clinical study. It was reported that 116 days after a percutaneous coronary intervention (pci) procedure, the patient expired. The 75% stenosed target lesion was 15mm long with a reference vessel diameter of 4mm located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x15mm unknown balloon at 16 atms. The 3.5x32mm taxus express2 stent was implanted in the lesion at 16 atms. Post stenting was performed with a 3.5x32mm taxus express2 balloon at 16 atms and the intravascular ultrasound confirmed the stent was implanted properly. The residual stenosis of the lesion became 0% with timi flow 3. The patient was discharged from the hospital 63 days after the procedure. It was stated that the patient had complications of brain infarction causing the patient to stay in the hospital for rehabilitation after the procedure. The patient death was confirmed 53 days after being discharged from the hospital. It is unknown if the patient death is related to the previously placed taxus express2 stent, antiplatelet. It is confirmed that the patient died at another hospital.

Manufacturer narrative:
It is indicated that the delivery device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.